Manufacturer narrative:
The reported incident that distal lateral femur plate axsos 3 ti for left femur 14 hole / l310mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed (only due to the received pictures of the broken plate), unfortunately the plate has not been returned for investigation as the revised material was kept by the patient. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
Patient's daughter-in-law called stryker regarding her mother-in-law's hip which was allegedly implanted approximately 5 months ago and allegedly the device broke approximately 1 month ago and required a revision surgery and has caused extreme pain to her mother in law. Patient wants to know what stryker can do to assist her and her mother-in-law without the patient obtaining an attorney. Patient's daughter-in-law was walking behind patient while walking back from the bathroom and heard a pop. Left femoral component.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient's daughter-in-law called stryker regarding her mother-in-law's hip which was allegedly implanted approximately 5 months ago and allegedly the device broke approximately 1 month ago and required a revision surgery and has caused extreme pain to her mother in law. Patient wants to know what stryker can do to assist her and her mother-in-law without the patient obtaining an attorney. Patient's daughter-in-law was walking behind patient while walking back from the bathroom and heard a pop. Left femoral component.